Event description:
It was reported that the pump had an audible alarm speaker. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The keypad was scratched. Event history log (ehl) showed: primary audible alarm bgnd (background) test. Power up process was performed; the reported problem was duplicated due to speaker's wire damaged. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced the speaker, performed power up process and all functional tests passed.